Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to call back if any malfunction code reappears, and they acknowledged and understood the instructions. Customer may continue to use the pump.